Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 4 atms on the first inflation. The pt was asymptomatic during this event. The physician used a 7 fr launcher jl4 guide catheter and a bmw guide wire to cross the lesion. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed, and a cypher 3.0/23 mm stent was placed as a corrective intervention to the balloon rupture. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported. Pt status is reported as 'good'.